Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-01006; 508-32-104, s801 - device cracked/broke, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient started to experience pain. The center screw on the baseplate was snapped into two.